Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, h6: the system was serviced in the field by a medtronic representative. The main cart network router was replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that all instruments were intermittently tracking during a case. During troubleshooting, the site proceeded using another system on site. This issue caused less than 1 hour surgical delay. There was no reported impact on patient outcome.

Event description:
Additional information was received. It was reported that the reported issue occurred prior to a case. There was no patient involvement.

Manufacturer narrative:
H2, correction: b5 updated with new information. D3-4 updated. Section e updated. The previously reported servicing mentioning that the network router was replaced was inadvertently reported for this event. It was a work order that was for a different event, so it does not apply to the tracking issue reported in this event. Servicing has not taken place for this issue. Therefore, fdm b01, fdr c20, fdc d15 have been updated to capture that products have been returned to medtronic for analysis or serviced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.